Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient developed a hematoma that was found during a revision procedure. The physician did not believe this to be related to the device. The device was removed and there have been no reports of further complications regarding this event.